Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, when attempting to replace the svc coil into the new implantable cardioverter defibrillator (ICD) the set screw became misaligned and the physician was forced to cut some of the grommet free to access the set screw. The screw was then properly aligned and the lead was inserted without problem. The ICD remains in use. No patient complications have been reported as a result of this event.